Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation.  Instead, a lot number of the pads was provided.  An investigation was conducted on retained samples of one step CPR a/a electrodes, lot 1322a for the customer's report. The retained samples were subjected to extensive testing with passing results. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification without duplicating the report. The device data logs were not available to review as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.